Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported 'right side rupture diagnosed via ultrasound and confirmed via magnetic resonance imaging (MRI) with contrast'. Healthcare professional later confirmed rupture, 'change in shape', and 'deficiency in the upper pole of the breast'. Device has been explanted. Record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, 'right side rupture. Diagnosed via ultrasound and confirmed via magnetic resonance imaging (MRI) with contrast'. Healthcare professional, later confirmed, rupture. 'Change in shape' and 'deficiency in the upper pole of the breast'. Device has been explanted. Record relates to the right side.